Event description:
Procedure type: lap gastric bypass. According to the reporter: when inserting the versastep into the sleeve and when inserting the camara, it was noticed a small piece of trocar was missing. Piece was removed, at which time all items were removed. Doctor inserted another 12mm device and was able to continue the case. No or delay time was reported. No pt injury was reported.

Manufacturer narrative:
(B) (4). (B) (4).